Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01735.

Event description:
It was reported that during the surgery, the clear sleeve of the device could not be sided as normal. Another product was used to complete the procedure. No adverse event has been reported as a result of the malfunction.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Visual examination of the returned product identified both packages were returned to the pms lab in their current state. Function tests were performed on each returned product and found to be conforming. Device history record (DHR) was reviewed and no discrepancies were found. Upon conclusion of the investigation, no problem was found with the given devices. Hence, the initial report was forwarded in error and should be voided.